Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: approximately 56. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D4: di: (B)(4). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: healthcare professional: unknown. E3: occupation: unknown. H4: device manufacture date: unknown due to unknown lot number. The actual sample was not returned. Since the actual sample was not returned, investigation of it could not be performed. Confirmation of the provided image from the provided image, it was found that the guidewire was fractured. However, it was not possible to confirm the condition of damage in detail. History investigation of the product with the involved product code/lot number since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. In the past three years, we have not received any similar complaints of the involved products caused by the manufacturing process. Cause of occurrence/conclusion: since the lot# was unknown, the manufacturing record and the shipping inspection record of the actual sample could not be investigated. Since the condition of damage could not be confirmed in detail from the provided image, and the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Instructions for use (IFU): "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that a patient who was approximately 56 years old underwent a double-wire endoscopic retrograde cholangiopancreatography (ercp) stenting. Case was a patient with common bile duct (cbd) malignant stricture with difficult cannulation and needed double guidewire technique to get the wire into the cbd. The tip of the g-260-2545s wire broke off and was left inside the patient in the pancreatic duct, when attempting to place a pancreatic duct stent. Rat tooth grasping forceps was used to retrieve the broken tip of the guide wire. Case was aborted afterwards. Procedure was not completed, doctor was unable to implement pancreatic duct stent to reduce pancreatitis after the wire broke. Case was aborted. The patient was not harmed.